Event description:
A us distributor contacted zoll to report that the patient developed a rash under the lifevest. Patient described the area as rash. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention, reporting out of abundance of caution. Patient reported that the irritation is getting better.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.